Event description:
It was reported that on (B)(6) 2014, during a case using an electric midas rex hand piece the device started to shake and was making weird noises. The tech let the night supervisor know that it did some nerve damage, making the procedure change to a dura repair. On follow up it was reported that the motor and the as14 attachment was being used in a neuro spine procedure. The metal cutter attachment was not involved and was only being sent in for repair. It was also reported that the dura had to be repaired. It was stated that there was no delay and they continued to use the same motor. On further follow-up no additional information was available.

Manufacturer narrative:
Report confirmed. Evaluation determined that the distal bearing had failed. It was noted that the inner bearing race had split in two. The cause of the bearing failure was reported to be inadequate maintenance. The failed bearing would not provide adequate support to a tool during use, which may have caused the vibration reported by the user. The user manual states¿ always inspect the components before and after use for any damage. If damage is observed, do not use damaged part until it is repaired or replaced. Test for wobble at desired speed prior to use. Discontinue use of accessory if tip begins to wobble and replace accessory to prevent unintended tissue removal from patient. Operate the tool only after the appropriate anatomical landmarks and the intended surgical site have been confirmed. Use care in application of the moving cutting end to only appropriate anatomical landmarks and the intended surgical site when using powered accessories. The preventive maintenance/service manual for the ehs system specifies service intervals for devices based on the hospital usage level. This device has been in use for approximately 13 months with no record of factory service during this period. The condition of the returned device indicates that the usage level was high, and the device should have been returned for maintenance within 12 months per the preventative maintenance manual. We will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
Report confirmed. Visual examination of the returned attachment confirmed that the distal bearing was detached. This failure type could result in vibration during use. The user manual states¿ always inspect the components before and after use for any damage. If damage is observed, do not use damaged part until it is repaired or replaced. Test for wobble at desired speed prior to use. Discontinue use of accessory if tip begins to wobble and replace accessory to prevent unintended tissue removal from patient. Operate the tool only after the appropriate anatomical landmarks and the intended surgical site have been confirmed. Use care in application of the moving cutting end to only appropriate anatomical landmarks and the intended surgical site when using powered accessories.¿ we will continue to monitor this complaint type for trends. (B)(4).